Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. One episode was documented in the ICD memory. This episode corresponded to a detection in the vt1 zone, which was correctly classified according to the programmed parameters. As this zone was programmed as monitoring zone, no therapies were delivered by the device as expected. Based on the information available for analysis, the device functioned as expected. There was no indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
We were notified that this patient had cardiac arrest outside the hospital and expired. Upon interrogation of the device, the stored iegms do not show therapy. The device recorded one episode and labeled it as vt-1 which was programmed as a monitoring zone. This is the only episode since implant. After viewing recordings, noise was seen on the rv lead. Should additional information be received, this file will be updated.